Manufacturer narrative:
The investigation into the battery failure alarm has been completed. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure, a known pattern failure. Before sending this console back to the customer. Field service replaced the battery kit (0042-3016), validated charging, and performed a full functional check on the console and optical system (0042-7316).

Event description:
The user facility turned on the automated impella controller (aic) for educational purposes. Upon startup, the aic alarmed with a "battery failure" message. The power was cycled in an attempt to troubleshoot the issue, however, the failure remained. There was no patient involvement.